Event description:
It was reported that the pulse generator exhibited a mode switch anomaly. No intervention was reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).